Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. At the time of the report with tandem technical support there was no additional information available. The customer continued using the pump for insulin therapy.